Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this patient's implantable pulse generator (pacemaker) switched into safety mode, a device status that permanently limits available therapy to specific settings. Technical services (ts) reviewed the case and discussed the possible issues this status may cause. Ts recommended replacement as soon as possible and returning the device. Subsequently, this pacemaker was explanted, replaced and it is not expected to return for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this patient's implantable pulse generator (pacemaker) switched into safety mode, a device status that permanently limits available therapy to specific settings. Technical services (ts) reviewed the case and discussed the possible issues this status may cause. Ts recommended replacement as soon as possible and returning the device. Subsequently, this pacemaker was explanted, replaced and was return for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time. The returned implantable pulse generator (pacemaker) was inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was interrogated with a programmer and confirmed to be operating in safety mode. Review of stored data found evidence that the device had lost power at some point, and power was then restored. This could indicate a problem with the battery. The device case was removed to facilitate inspection and testing of the internal components. The battery was disconnected from the hybrid assembly and detailed testing determined that this device experienced high impedance in the battery. However, a definitive cause of this high impedance behavior has not been determined.